Event description:
It was reported that the implantable cardiac monitor displayed an error message. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a memory corruption which resulted from exposure to electrocautery.